Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporter phone #: (B)(6).

Event description:
It was reported during the operation, the patient's oxygen saturation continued to drop to zero. It was indicated there were false alarms and processing failures, which led to the anesthesia time being prolonged and use of more anesthetic drugs; however, this prolonged anesthesia did not have any significant effect on the patient. The device was restarted multiple times with the spo2 sensor then being replaced. Good faith efforts are being performed.